Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported the unit alarmed, this alarm is likely to cause a loss of ability to mechanically ventilate. There was no report of patient involvement.

Manufacturer narrative:
According to additional information from the gefe, the reported event was due to a circuit identification board failure. The circuit identification board was replaced.